Manufacturer narrative:
Citation: giordano a et al. "Outcome of patients undergoing transcatheter aortic valve implantation after prior balloon aortic valvuloplasty." J invasive cardiol. 2018 oct; 30 (10): 380-385. Doi: not available. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the outcomes for patients who underwent balloon aortic valvuloplasty (bav) prior to transcatheter aortic valve implantation (tavi) vs patients without bav prior to tavi. All data were collected from multiple centers. The overall study population included 1683 patients (predominantly female; mean age 83 years; mean weight 69 kg), 168 of which were implanted with a medtronic corevalve bioprosthetic valve and 773 were implanted with a medtronic evolut r bioprosthetic valve (no serial numbers provided). Among all patients, 13 deaths occurred. Based on the available information, medtronic product was not directly associated with the death(s). Among all patients, adverse events included: second tavi device implanted during the same procedure, new permanent pacemaker implantation, stroke, myocardial infarction, aortic regurgitation (greater than 2+), major vascular complication, major bleeding, increased peak/mean aortic valve gradients, and lower left ventricular ejection fraction. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.